Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the device failed steps during testing. The device's sensor board and active exhalation control module tubing were observed to be disconnected and the active porting block caps were unplugged. The ventilator's tubing was reconnected, caps re-seated to address the issue. The device had evidence of tampering.